Event description:
It was reported that the device will not power on. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 and h6 updated.

Event description:
It was reported that during service evaluation the main board was found defective therefore the battery cannot be recharged and the device cannot start correctly also was not able to generate negative pressure and alarms under expected conditions. No case involved.